Event description:
It was reported that during a breast case the maximum button was sticking. The button stayed temporarily engaged when released. The device was used to complete the case. There was no pt injury or impact. Add'l info was requested, but no add'l info was provided.

Manufacturer narrative:
Final device eval found that the device was returned to the MFR in good visual condition. Upon eval, the device was tested for functionality. It was found that both the max and min buttons immediately returned to their default (off) position when released, but that neither the max button nor the min button powered the device when depressed. The foot pedal was able to power the device on both minimum and maximum settings. The device history record was reviewed and no discrepancies were noted. As each device is visually and functionally tested prior to release, no conclusion could be made as to what may have caused the event.